Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon said that the patient had medial and lateral cyst at the time of primary and it appeared the drilled cyst that were filled with cement had broken off or collapsed. It was also reported in the der that the there was loosening at the tibial component with unknown interface and unknown cement manufacturer. Doi: (B)(6) 2016. Dor: (B)(6) 2018; right knee.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.